Event description:
It was reported that there were high impedances confirmed in some electrodes on the left side after battery replacement. It was reported that when each of the implantable pulse generator (ipg) impedances were measured prior to the procedure, telemetry failed for the left ipg. It was noted the left ipg was the one "with the current problem", due to low battery and the impedance could not be measured. Both of the existing ipgs and extensions were removed. The new ipg and adaptors were connected. The impedance was measured for confirmation and high impedance values were observed in the left system. It was reported each connection was disconnected and reconnected several times to see if there was a problem, however no abnormally high impedances were detected. It was noted not all electrodes were out of function in the current case, and that the electrodes in use were to be changed to observe clinical course.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-28, serial# (B)(4) implanted: (B)(6) 2006, product type: lead product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).